Event description:
A malfunction alarm labeled as "malf 16" was reported by the customer, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.